Event description:
It was reported that an asymptomatic pt presented to clinic for normal follow up with multiple non sustained lead noise episodes. Intermittent ventricular loss of capture was observed. When the pt come in clinic the device exhibited loss of capture as well. The device was reprogrammed.

Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.